Manufacturer narrative:
Please note: it has been found that this medwatch report be retracted as no serious injury occurred. Therefore, this event is considered not reportable to the authorities.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and an aneurysm of the left common iliac artery and was treated with gore® excluder® aaa endoprostheses. The ipsilateral leg of an rlt281418 gore® excluder® trunk-ipsilateral leg component had been deployed and a snare was subsequently used to cannulate the contralateral gate. During the cannulation procedure it was observed that the device experienced a distal movement of more than 5 cm into the abdominal aneurysm sac. Apart from a long aortic neck with an angulation after 4 to 5 cm, no anatomical particulars were reported. Potential undersizing was stated as a potential explanation for the distal movement although the correct device size was thought to have been chosen. However, the physician was reported to not have heeded recommendations for ballooning of the rlt281418 component prior to cannulating the contralateral gate of the rlt281418 component. To remedy the situation, an endurant aortic extension with a diameter of 5 cm was implanted proximally to the gore® excluder® trunk-ipsilateral leg component and aptus anchors were used for fixation. On (B)(6) 2017, the patient was reported to have been well.